Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the needle broke while using the bd insyte¿ autoguard¿ bc pro shielded IV catheter. The following information was provided by the initial reporter: customer expressed that one of our catheter needles shot out into a patient.